Manufacturer narrative:
Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, a lesion in the implantable pulse generator (ipg) pocket and skin necrosis. The ipg system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.